Event description:
Tampons crumble before using, fall apart [device breakage] she always takes it out of the applicator before using it [wrong technique in device usage process] case narrative: consumer reported via phone that the tampons crumble before using. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons crumble before using, fall apart [device breakage]. She always takes it out of the applicator before using it [wrong technique in device usage process]. Case narrative: consumer reported via phone that the tampons crumble before using. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.